Manufacturer narrative:
Initial 1 of 2 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, it was reported that the patient faced infusion set fell off during use, it was in use for 1 day as set falling off resulted in high blood glucose and got treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully.